Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified harm with no further details provided. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. A device was returned to a third-party service center for investigation. The third-party service center found the unit without contamination. There were findings of debris on the lcd screen. The sound abatement foam was replaced as a preventative measure.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified harm with no further details provided. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.